Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a interrogation due to tones, a fault code indicative of an open circuit was exhibited. This resulted in system deactivation and the patient hospitalized, pending resolution and/or information from boston scientific's technical services (ts). Collected data was reviewed by ts and the open circuit confirmed; exhibited during a recent shock for ventricular tachycardia. The shock was successful; however, a higher than expected impedance measurement was noted. The recommendation was to ensure system integrity; likely via a revision to verify right ventricular (rv) lead connection and overall lead integrity. It's unlikely the device itself was damaged however ts stated it should be thoroughly evaluated during the revision. No other resulting adverse patient effects were reported. Subsequently, a revision procedure was performed. After opening the pocket, no structural changes were observed and all connections appeared appropriate and fully intact, confirmed via the recommended tug test. The rv terminal pin was then removed from the device header and again no anomalies were noted. The electrode and device were reconnected and impedances values measured. Measurements were on the high range of normal, thus the physician elected to replace both products due to an enhancement of system reliability. Both explanted products are intended to be returned for laboratory analysis. Replacement was reported without complications, with a new rv lead and boston scientific device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported field observation. This device has been archived as meeting specifications.